Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that battery longevity was short and never received weak battery alerts. Customer's blood glucose was 577 mg/dl. Troubleshooting was performed and customer was advised that battery cap would be replaced. Customer also reported of being hospitalized on (B)(6) 2016 with blood glucose of 508 mg/dl. Customer had symptom of high blood glucose; customer was vomiting. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized in the intensive care unit and was treated with insulin drip. Customer removed insulin pump on the day of hospitalization and insulin pump was not delivering. Customer declined troubleshooting for high blood glucose due to believing that high blood glucose was due to quick battery depletion.